Event description:
We received a report that an intraocular lens (iol) was removed and replaced within the same procedure since the lens was decentered. This was attributed to the patient's pupil being too small. To remove the iol the original incision was enlarged. It was also reported in the initial report that the lens insertion was completed.

Manufacturer narrative:
(B)(4) - removal and replacement of intraocular lens. No known device problem. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification, which is the normal inspection magnification. Visual inspection revealed that the lens was received cut in halves. Due to condition of the sample received for inspection, dimensional testing could not be performed. Based on the investigation no manufacturing cosmetic defects were confirmed. The lens condition is consistent with a lens that has been removed from the patient's eye. A review of the manufacturing records showed no deviations or nonconformities. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.